Event description:
A steris service technician was onsite servicing equipment and observed an operator opening the door to the sterilizer and water leaking out. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
The steris service technician inspected the sterilizer and found that the checkvalve in the chamber drain line was not working properly, causing the water to leak out of the sterilizer when the operator opened the door at the end of a completed cycle. The technician also noted the generator safety valve, jacket safety valve, water ejector, generator heater element and the heater contactor and wires were not operating properly. The technician repaired the unit and returned it to service; no further issues have been reported. The sterilizer is not under steris service contract and is currently serviced and maintained by a 3rd party provider. The maintenance manual addresses all routine and preventive maintenance (pp 4-1 & 4-2). Steris advised the user facility of the importance of following preventive maintenance guidelines as stated in equipment labeling.